Event description:
It was reported that the system stored false atrial fibrillation episodes that were due to the oversensing of noise. A review of the electrograms confirmed significant rail-to-rail noise. The sensing vector was set to the secondary sensing vector. Office testing found noise in the primary and secondary sensing vectors. The alternate sensing vector had very low amplitudes. The doctor has elected to program the system off and schedule an electrode replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. The device was returned for analysis. It was reported that the system stored false atrial fibrillation episodes that were due to the oversensing of noise. A review of the electrograms confirmed significant rail-to-rail noise. The sensing vector was set to the secondary sensing vector. Office testing found noise in the primary and secondary sensing vectors. The alternate sensing vector had very low amplitudes. The doctor has elected to program the system off and schedule an electrode replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Event description:
This supplemental report is being filed to provide additional information regarding product analysis. This supplemental report is being filed to provide additional information that the product has been explanted and replaced. There were no additional adverse patient effects. The device was returned for analysis. It was reported that the system stored false atrial fibrillation episodes that were due to the oversensing of noise. A review of the electrograms confirmed significant rail-to-rail noise. The sensing vector was set to the secondary sensing vector. Office testing found noise in the primary and secondary sensing vectors. The alternate sensing vector had very low amplitudes. The doctor has elected to program the system off and schedule an electrode replacement procedure. There were no additional adverse patient effects. The system remains implanted.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. Dimensional analysis of the header confirmed correct dimensions. The device was then exposed to simulated heart load conditions, and the therapy was appropriate. Impedance testing was completed, and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected.